Manufacturer narrative:
(B)(4)

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to defective lcd, white screen but not related to the complaint. A receiver charge and boot test was performed and passed. The log was downloaded and reviewed finding error related to complaint. Functional tests were performed and failed lcd and usb tests. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.